Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure there was an advisory about the footswitch. The procedure was completed by disconnecting and reconnecting the footswitch with no harm to the patient. There was a delay of 30 minutes due to not being able to figure out the problem, which was that the cable was loose on the footswitch. Add'l info has been requested.